Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose in the 300 and 400 mg/dl range. Blood glucose the day of the call was 555 mg/dl. The customer had symptoms such as fatigue, constant urination and thirst. The customer treated with the insulin pump. Customer's blood glucose at the time of the call was 175 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The bolus and basal settings and history were accurate. He found the time and date were incorrect. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per doctor's instructions. The insulin pump will not be returned for analysis.